Event description:
Perclose bending at suture point per md. Manual pressure applied with syvekpatch.

Event description:
Add'l info rec'd from MFR 11/26/02: this is in response to the action letter dated 10/31/02 requesting add'l info on voluntary medwatch mw1026449. This event was determined not reportable by abbott. The catalog number is 12359. The lot number is 87125-6h. According to the rn, the physician attempted arteriotomy closure with the closer s 6fr device. When deploying the device, it was bending at suture point. The device was removed and a syvek patch and manual compression were used to achieve closure. Some oozing occurred at groin. There was no report of pt harm. The results of the investigation did not yield any manufacturing or component defect. Hydrophilic coating was not present before disinfection. However, it is difficult to quantify its presence when the device has been deployed. The sheath was kinked just distal to the crimp ring and at the monorail hole. The device hsitory record was reviewed and no deviations were found relevant to this investigation. The device coating lot testing was confirmed to be within specifications. A minimum of six data points from each lot is being collected for process monitoring. The process capability does not suggest a process problem. Furthermore, an exit ramp design improvement, which will reduce sheath kinking, has been implemented in may 2002. The abbott aware date is 10/15/02. The device was returned to abbott laboratories and testing of the device has been completed.